Event description:
It was reported that the bd bbl¿ potato dextrose agar deep fill experienced biological contamination. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: customer reported contamination lot 1155769 .

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/7/2021 h.6. Investigation: this memo is to summarize findings regarding the complaint related to catalog number 296272, plate potato dextrose deep fill 20 ea, batch number 1155769 and complaint number (B)(4) for contamination. During manufacturing of material 296272, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1155769 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1155769. Retention samples from batch 1155769 were not available for inspection. Return samples were received for investigation. Twenty plates in two opened sleeves from batch 1155769 were shipped in an insulated box with ice packs and paper padding (time stamps 1411, 1434 and 1521). No microbial growth was observed in 20/20 returned plates. It is also noted that returned plates were received on october 07, 2021 and batch 1155769 expired on 2021-10-06. Three photos also were received for investigation. Two photos each show side of a sleeve from batch 1155769. The third photo shows the bottom of a plate from batch 1155769 (time stamp 1725) with a fungal colony growing at the edge of the agar. This complaint can be confirmed. This product does not have a sterile claim. No complaint trends for contamination have been identified for this product; no actions are planned at this time. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ potato dextrose agar deep fill experienced biological contamination. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: customer reported contamination lot 1155769.